Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the position of the ins created difficulty charging. The rep reported that the ins was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Additional concomitant medical products: product ID: 37752; (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The rep reported that it was difficult to charge and taking too long to charge. The rep reported that it was taking a lot longer to recharge. The rep also reported that while recharging the recharger was shutting off and ¿not working as well¿ when they recharge. It was noted that the patient had one overdischarge event last year in june. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown when the ins was explanted and the status of the ins was unknown. No further complications were reported.